Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the iesu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical nephrectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) mid-procedure they received error m-02 on the vio integrated electrosurgical generator unit (erbe). The tse checked error logs and could verify the fault. The tse asked the customer if the erbe was already restarted and was told several times already. Changing the cable did not help. They used the other monopolar cable, and second monopolar outlet, but the issue continued. The customer had no valleylab iesu. The customer had no second da vinci available. The customer was completed surgery with another electrosurgical unit. The procedure was completing as planned with no reported injury.